Event description:
The patient reportedly experienced loss of lock with internal device. External equipment was exchanged; however, this did not resolve the issue. Device testing confirmed loss of lock between the implanted device and the external equipment. Revision surgery has been scheduled.